Event description:
Report received of cassette alarms. The tubing set was used to infuse dopamine, at an unspecified rate, to support the pt's systolic blood pressure of the low to middle 90mmhg range. Reportedly, the pump would initiate the self-test, and then sound an audible alarm and display the message: "cassette test failure". There was a 3-5 minute delay in therapy while the nurse set up a second tubing set that infused the intended medication. There was no reported change in the pt's condition or adverse pt effect related to the delay in therapy. Though requested, there was no further info available.